Manufacturer narrative:
(B)(4). Date sent: 4/27/2020. D4: batch #r5c43d. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted and the cartridge was not received for analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: did the device deliver any staples? No if yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. Did the device cut? Not mentioned. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. Was there any difficulty opening the device? Not mentioned. If yes, how was the device removed from the patient? Na. If yes, did the jaws eventually open? Na.

Event description:
It was reported that during an unknown procedure, the device didn't deliver any staples. Another device was used to complete the procedure. There were no patient consequences.